Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. Eight weeks post op on (B)(6) 2020, it was found that the suture had failed and believed to have been broken. No other information is available.